Event description:
Caller reported compact plus blood glucose results of 476 mg/dl and 130 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 248 mg/dl, 236 mg/dl, and 109 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.